Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: additional 510(k) number is k133339.

Event description:
No event was reported by the customer however the implant was received fractured at the implants head.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified that the implant fractured around collar/platform. No pre-existing conditions were noted on the product experience report (per). The reported device tooth location was not reported. The implant was used for approximately 3 years, 6 months. The customer did not provide any pictures or x-rays. Complainant reported: no event was reported by the customer however the implant was received fractured at the implants head. A fractured implant was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.